Event description:
According to the available information, the implant was removed and replaced with a genesis due to a scrotal infection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number. This nc is associated with an post vacuum deviation at the sterilizer. However, the lot was considered sterile as normal results for biological indicators and endotoxin testing were received. Therefore, the reported infection is suspected as originating from source(s) other than the device. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.